Event description:
It was reported that the procedure was to treat restenosis in a heavily calcified, heavily tortuous, anterior tibial artery. A 2.0x120mm armada 18 balloon dilatation catheter (bdc) was prepped (air aspiration) outside the anatomy prior to use, without any issues. The bdc was advance without resistance to the target lesion. However, a rupture occurred during the first inflation at 8 atmospheres. The procedure was completed with another armada18. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.